Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID and weight were not available for reporting. Pt age: unknown. Patient¿s age was reported only as ¿late 70¿s.¿ additional device product code is max.. Initial reporter: reporting facility phone number is (B)(6). Implant and explant dates: device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the t-pal spacer applicator inner shaft was broken during and unspecified surgery on (B)(6) 2016. The surgeon first experienced difficulty detaching the applicator inner shaft from the spacer after implantation. He pulled out the applicator outer shaft and he was trying to detach the inner shaft from the spacer by "swinging" it but then the tip of the inner shaft (the bifurcated part of about 10mm length) came apart. The surgeon was able to remove the inner shaft without damaging the pachymeninx. All broken pieces were removed from patient and the surgery was completed successfully and without delay. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Subject device has been received and an investigation summary was performed. Received 1 article of applicator inner shaft, art. No. 03.812.003, for manufacturing investigation. The article is in a damaged condition. The knob is damaged and the fork piece is become loose due to a broken laser-welded seam. The investigation of the complaint articles has shown that: the conclusion states that during manufacturing investigation the relevant measurements at the broken laser-welded connection have been inspected. None of the values near to the broken laser-welded connection was out of specification. The laser welding is done by an external supplier. The torque requirement of 4nm for the laser-welded seam was proved by a torque wrench. The damaged knob indicate a mishandling during detaching the spacer from the inner shaft as it is described under the reported issue of this complaint. To disconnect the welded fork piece from the shaft strong force is required which would explain the reason for the heavy deformed knob. Therefore has been determined that the complaint is caused by a mishandling of the instrument by detaching the inner shaft and spacer. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.